Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 4614 was removed and code 4641 was added.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a flail. An xtw was inserted and deployed on the mitral valve. Upon removal of the lock line, tissue damage was observed on the posterior leaflet. To further reduce mr, an additional clip was deployed, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.